Manufacturer narrative:
It was reported that the bvm was causing "oxygen flow malfunction". Due to this end-tidal had risen into the 60s, with fraction of inspired co2 in the low 20s. A new device was used which resolved the issue.in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Bvm or oxygen flow malfunction.